Event description:
The customer reported fluid leaked underneath the analyzer and onto the floor during weekly maintenance involving the unicel dxc 880i synchron access clinical system. The customer identified fluid was on the modular reagent tray and on the tray above the reagent tray and observed the flow cell drain did not empty. The customer was advised to use proper personal protective equipment (ppe) and had on gloves, a laboratory coat, and eye protection during the event and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. The customer was advised to discontinue use of the instrument. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The customer has an exposure control/risk management plan at the facility.

Manufacturer narrative:
The field service engineer (fse) removed all buffers from the bottom compartment and cleaned the surrounding area. On the ion selective electrode (ise) module, the fse discovered the drain compartment was partly full and slow to drain. The fse replaced tubing #15 and noted the issue to be with the 3-way valve. The fse replaced the 3-way valve and performed an ise calibration integrity assessment check and the ise performance verification assessment check. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).